Event description:
It was reported by the patient's family that, while on vacation, the patient "passed out and turned blue." The patient was unresponsive, sweating, and very limp. The patient was taken to the emergency room where a doctor stated "there may be a [pacemaker] malfunction, but I don't know." The patient's heart rate dropped to 49 beats per minute, and the implantable pulse generator (ipg) then paced up to 110 beats per minute. The patient was discharged from the emergency room. Follow-up with the patient's doctor revealed that the patient had not been seen since the incident in question. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).